Manufacturer narrative:
On (B)(6) 2020, patient visited doctor for a repeated discharge at the implant incision site. X-rays were taken and confirmed that the stimulators were in the correct location. Discussion of surgical intervention being necessary took place between doctor and patient. Patient reported pulling stockings up over the implant incision fairly frequently [possibly causing implant incision irritation]. Band-aids were applied after the irritation was observed but the implant incision remained unhealed. On july 7, 2020, cr reported that patient's implant incision condition remained the same. The patient is tentatively scheduled for a debridement (surgical cleaning of the wound) on friday, (B)(6) 2020, but is not feeling well and may have to reschedule. No plans to explant or revise are in place at this time. The patient is receiving therapy from the device. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lots, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.

Event description:
Stimwave quality has investigated the details for a reported implant incision not healing, submitted to the stimwave complaint system on june 12, 2020, by clinical representative (cr), in (B)(6). Cr became aware of this issue (B)(6) 2020.